Event description:
According to the information received, with guidance of intracardiac ultrasound, the atrial septal defect was balloon sized by the stop-flow method as well as the waist measurement by both echo and fluoroscopy. The defect was measured at 14mm and a 16mm amplatzer septal occluder was deployed and released. After release, the device embolized through the left atrium out into the left ventricle, through the aortic valve and down into the descending aorta. The patient had a very aneurysmal segment of the intra-atrial septum which seemingly did not hold the device in position. The device was percutaneously retrieved with a micro snare without incident. The patient did not have any sequelae associated with the event. It is unknown whether the patient will be referred for surgical closure of the asd of if another percutaneous attempt will be performed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it is being retained by the hospital at this time; however, this device was manufactured according to aga medical specifications as evidenced by the review of the device history record. Should the device become available at a later date, we will reopen this file. Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this patient underwent aso placement for an atrial level communication. The fluoroscopy cd that was received demonstrated the balloon sizing and device placement in addition to coronary angiography. The deployed device discs were noted to be close to each other and there was no separation during the gentle pull-push maneuver. It seemed that both discs were either on the left or right side of the septum. The echocardiogram cd that was received was very helpful in determining the cause of the device embolization. Ice showed an atrial communication with a thick limbus, acceptable aortic rim and a thin, significantly aneurysmal septum primum. The degree of mobility was extreme because of significant redundancy of the septum. The atrial communication anatomically looked like a pfo. The degree of separation of the septum primum and secundum was about 10 mm at the minimum and varied with each cardiac cycle. Balloon sizing was performed using stop-flow diameter and measured at 14mm and a 16mm device was chosen. After deployment of both discs, the right disc did not cover the septum secundum (thick limbus). The right disc slowly got pushed toward the left side and in some frames the edge pushed into the limbus. After release, the device embolized and was seen in the descending aorta. It was retrieved successfully with the help of a snare. The patient had no ill effects related to the device embolization. According to aga's medical consultant, this defect was a stretched pfo that looked like an asd. It had a highly aneurysmal septum primum and a very thick septum secundum. Based on the images provided, improper balloon sizing-stop flow diameter was not achieved completely and the device proved to be unstable prior to release. The right disc did not cover the limbus and squeezed onto the left side of the limbus. In defects that are shaped like pfo's, it is imperative that the right disc covers the limbus. If it does not, the device has a very high chance of squeezing out of the defect. In this case, it was clear before the device was released. A 22 mm aso may have worked very well in this patient.